Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2014, the patient was implanted with a permanent scs system. Post-op, the patient experienced weakness and temporary paralysis of her lower extremities. As a result, the scs system was explanted. The patient made a full recovery over time via therapy.